Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 20ml ll s/c 48 had tip breakage. The following information was provided by the initial reporter: material # 302830 batch # 5035973 verbatim: rcc received a complaint via email. Email(s) attached. Nurse was performing a routine blood draw. Using a xxxxxxx 20ml luer lock syringe. The nurse reported that she removed the syringe and noticed that the tip cracked off and got stuck in the peripheral intravenous line (piv). She was unable to remove the small piece of plastic. She had to remove the peripheral catheter and place another. Photos of the syringe, the syringe lot number/ wrapper, and the plastic stuck ln the piv are available. Lot #: 5035973.

Manufacturer narrative:
(B)(4) follow up. It was reported the tip cracked off and got stuck in the peripheral intravenous line. Our quality team has completed a device history record review for material number 302830 and lot number 5035973. The review did not identify any abnormalities during the production process that could have contributed to the defect, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. Should you encounter any further issues with our product, we would appreciate the opportunity to perform a detailed analysis. At this time, no further action is deemed necessary.